Manufacturer narrative:
As no sample from the patient was available for investigation, a specific root cause could not be determined. From the data provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4), this event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for one patient from a cobas 6000 e 601 module. The serial number was requested but was not provided. A sample from the patient was tested on (B)(6) 2017 and the results were reported to the physician. A new sample from the patient was tested on (B)(6) 2017 and also sent for testing on a siemens immulite analyzer. The physician complained about the discrepancy in the results. The results from the siemens immulite analyzer were believed to be correct. Refer to the attachment to the medwatch for all patient data. The customer believed there was an interference affecting the results. Refer to the medwatch with a1 patient identifier (B)(6) for the ft4 assay.